Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The recipient will be further monitored by the clinic.

Event description:
The user was pushed and fell down at school 2 weeks prior; since the incident there has been altered hearing and speech understanding with the device and the recipient has complained about pain in the implant area. Hearing performance prior to that was good. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was pushed and fell down at school 2 weeks prior; since the incident there has been altered hearing and speech understanding with the device and the recipient has complained about pain in the implant area. Hearing performance prior to that was good.